Manufacturer narrative:
The technician found the side rail was not fully latched due the pt using a pillow and placing it in the between the side rail and frame. The technician pushed the side rail to the fully latched position to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating te side rail would not latch. The bed was located in the pt's room at the account. There was no pt/user injury reported. (B)(4).